Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Also the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited rising and high impedance and suspected fracture. The rv lead remains in use and patient monitored during follow up visits. No patient complications have been reported as a result of this event.